Manufacturer narrative:
Concomitant medical products: 5024m-58, lead, implant date: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac compass has invalid data. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.